Event description:
It was reported that the pdm batteries were swelling. No further details to report.

Manufacturer narrative:
In the case description, the user states that the device battery was observed to be swollen. The device was returned with a battery. The back of the device was able to be closed with the battery in the device. The battery thickness was measured with calipers and measured 5.92 mm, which is higher than the specification, indicating the battery was exposed to thermal energy and swelled. The returned swollen battery investigation is currently under the referenced CAPA investigation, and has been verified by the returned device. No further post market lab investigation evaluation is required. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.